Manufacturer narrative:
During a follow up call on (B)(6) 2016, the customer reported that blood glucose level have been better and was currently within the target range. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer consumed a granola bar with 17 grams of carbohydrates. Reportedly, the customer delivered a bolus of 1.65 units; however, blood glucose (bg) levels remained elevated (200-250 mg/dl), even after delivering multiple correction boluses. Review of pump history with tandem's technical support indicated that the customer did not input the number of grams for the granola bar consumed. Additionally, while the customer was delivering the correction boluses, bg level may have been subsequently still rising. In addition, system check was performed with tandem technical support, and showed that the customer's bolus history was slightly inaccurate. The customer reported that correction factor was changed on (B)(6) 2016 to try to help in lowering bg levels. Recommendation was made to change the supplies on the pump, if bg levels continue to remain elevated.